Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following device(s) were received: 1.25mm guide wire (part # 900.72x / lot # unknown), one device was received with the tip missing. We are unable to determine if the device is part# 900.721 (non-threaded tip) or part# 900.722 (threaded tip) due to the missing tip. The device is not bent and does not have any additional damage. It is likely that the tip was broken off during insertion into excessively hard bone. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Omit foreign from initial. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2015, the surgeon was performing a first metatarsophalangeal (mtp) fusion and while inserting the guide wire for a 4.0 cannulated screw, the tip of the guide wire broke in two. Surgeon did not attempt to retrieve it; the tip was left in the patient. Another wire was readily available and he was able successfully insert the screw. The remaining portion of the guide wire is available for return. There was a one (1) minute surgical delay. Patient status after surgery is unknown. The procedure was completed successfully. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).